Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and lot number were not reported. Corrective and preventive actions review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The patient effect of thrombus is listed in the electronic perclose prostyle instructions for use, as a possible adverse event of use of the device. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. The patient effect of thrombus is a known risk of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: primary UDI number - the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a perclose relative to an unspecified procedure. Reportedly, the perclose device failed. The patient experienced a thrombus issue that was suspected to be caused by the perclose. An unspecified method was used to achieve hemostasis. No additional information was provided.